Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of battery (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was the damage to the charger/modem. No adverse event resulted from the defective battery pack or charger/modem. Device manufacture date: (B)(4): 11/05/2015; (B)(4): 10/21/2015.

Event description:
A us distributor reported that a patient's battery pack was unable to power on a monitor and that the charger/modem was unable to charge the patient's battery packs.